Event description:
While in use, two mini vessel loops broke while attached to the carotid artery. Replaced with another set of loops, resumed surgery. Vessel loops and packaging retained for or quality. These prepackaged mini vessel loops came out of the carotid pack. Per operative report, description of procedure: the common carotid artery was circumferentially dissected and umbilical tape was placed followed by a rumel tourniquet. We then dissected past the stenosis to the mid internal carotid artery, which was circumferentially dissected and placed with a rumel tourniquet. The external carotid artery was patched with vessel loops. The patient's pressure was brought to the 160s-170s secondary to contralateral occlusion and after full heparinization, she was clamped distally followed by proximally and the external carotid artery opened with an 11 blade and potts scissors past the high-grade stenosis. A 10 shunt was then placed distally, allowed to backbleed and then proximally in the common carotid artery and opened to the brain with noted patency with doppler.